Manufacturer narrative:
The reported events of dislodgment, high pacing impedance, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The helix mechanism test could not be performed due to the helix damaged as received. Visual and x -ray inspection of the lead confirmed the helix was stretched, bent, and damaged as received. The cause of the reported event was isolated to the helix damaged consistent with procedural damage

Event description:
New information received indicated that the right atrial (ra) lead exhibited high pacing impedance due to dislodgement.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was dislodged noted under fluoroscopy. If was found out that the helix was retracted without any maneuver. The lead was repositioned and noted that the helix was failed to extend. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.